Manufacturer narrative:
(B)(4). One used lf1737 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects. Mechanical testing confirmed the jaws opened and closed normally using the handle. The investigation found the device to function normally and within specifications. A review of the device history records for this lot found no potentially contributing factors, and that it was released after meeting all quality specifications.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 05/19/2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during an esophagectomy the device jaws could not be re-opened. Another device of the same type was opened and used to successfully complete the procedure. There was no tissue damage or patient injury.